Event description:
During a c-scope procedure, an event occurred where it is believed that intestinal gas combusted during polyp ablation w/apc. This resulted in intestinal perforations requiring emergency surgery and hospitalization.